Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-21. H6: investigation summary: three photos and two samples, one from the reported batch 0052738 and one from the nonreported batch 9326983, were received by our quality team for evaluation. From the photos, black foreign matter is observed on the hub. The samples were subjected to visual inspection to check for foreign matter. Black embedded foreign matter was observed on the needle hubs for the returned samples. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.

Event description:
It was reported that 2 needle 19g 1-1/2in tw experienced foreign matter contamination. The following information was provided by the initial reporter: ongoing issue ¿ black contaminants inside needle hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 needle 19g 1-1/2in tw experienced foreign matter contamination. The following information was provided by the initial reporter: ongoing issue ¿ black contaminants inside needle hub.